Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a torn black housing. The insulation of the instrument's main tube was found to have scratches and gouge marks with material removed at the distal end. Engineering evaluation concluded that the damage was likely caused by excess force contact on the main tube surface. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, isi contacted the initial reporter of this complaint and obtained additional information. The initial reporter verified that no patient's were harmed or injured because of the reported issue. He also denied that any fragments fell into a patient.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the thoracic grasper instrument had a damaged tube. The reported issue was found during set up and the instrument was not used in the planned procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.